Event description:
The doctor reported the implant was removed due to loss of osseointegration 1 year and 1 month after implant placement surgery. Bone quality around the area was type ii and iii, and oral hygiene around the implant was moderate. The doctor reported peri-implantitis was observed during the implant removal surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.